Event description:
A malfunction was reported with the customer's insulin pump, identified with a malfunction code. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer support arranged for a replacement pump to be sent to the customer, who was advised to use multiple daily injections (mdi) as a backup insulin therapy. Instructions were provided for placing the malfunctioning pump into storage mode and returning it to the company, and the customer acknowledged these steps.